Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-12188. The pt reported one of her ipgs is turning off unexpectedly. The ipg magnet mode is set to off only and the pt's environment has not changed. The sjm cs suggested the pt keep a log of the events and note the environment. Since the serial number of the ipg is question is unk, both ipgs implanted in this pt are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.